Event description:
It was reported that during a pulse generator upgrade procedure, the atrial lead exhibited high pacing thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.